Event description:
The customer reported an axsym bhcg result of 1,431 miu/ml on a patient at 17 weeks gestation. The patient sample retested at 29,591 miu/ml and a corrected report was issued. No impact to patient management was reported.